Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report for this incident.

Event description:
The customer complained about a missed antibody during a jat-c survey using biotestcell 1&2. The tango result was either a "?" Or a positive while a manual testing yielded a negative result. The customer was neither able to send us the sample nor the allegedly defective product. A review of the error description provided with iti and reagent complaint was conducted plus a review of the corresponding field service report. Since there was no negative result for the sample in question when tested on tango optimo s/n (B)(4), a contribution of the instrument for this incident can be excluded. The claim that the result of tango optimo might have been a false positive is countered by the known positive antibody status of the sample jat-17. Since we did not receive the allegedly defective product, our quality control laboratory is re-testing with the retained sample of biotestcell 1&2. This testing is still ongoing. We will send our final report on this incident as soon as we receive these test results.

Event description:
The customer complained that cap survey sample (B)(6) yielded false negative reactions with biotestcell 1&2. The customer had returned neither the cap survey sample nor the supposedly defective product. At the time the complaint was filed, the allegedly defective lot of biotestcell 1&2 had already expired. Therefore a testing was not possible anymore. But our quality control laboratory had also participated in the cap survey testing. We had tested cap survey sample (B)(6) and yielded positive results with biotestcell pool lot 8139011 and lot 8135011 and biotestcell 3 lot 8139011. A field service found no indication for an instrument malfunction. Testing by our quality control laboratory confirmed the allegedly lot of biotestcell 1&2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.